Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting a bad bezel on the v60 ventilator. The device was not in clinical use. There was no report of harm. The asp evaluated the device and identified a problem with the bezel during an evaluation for an unrelated issue. The asp reported the bezel was not fully operational with a vent inoperative error. One of the light emitting diode (led) lights was not illuminating. The vent inoperative error could not be confirmed in a diagnostic report (drpt unavailable). The asp determined bezel replacement was necessary. The device was operational after bezel replacement was completed. The investigation concludes that no further action is required at this time.